Event description:
Swan ganz catheter did not sense blood temperature. Unable to use and had to replace it. There were no problems noted in placing the catheter. The patient was discharged in stable condition but is going to have to repeat the procedure to get a definitive diagnosis.======================manufacturer response for catheter, thermodilution catheter (per site reporter).======================none as of yet.